Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hbsag qualitative ii results. The customer provided indicated each sid generated a reactive result using the hbsag screening test. Architect hbsag qualitative ii confirmatory results were also (B)(6) as follows: pi: (B)(6), (B)(6) 2018, hbsagq2 (B)(6); repeat measurement in double determination after centrifugation on (B)(6) 2018: (B)(6). Pi: (B)(6), (B)(6) 2018, hbsagq2 (B)(6); repeat measurement in double determination after centrifugation on (B)(6) 2018: (B)(6). Pi: (B)(6), (B)(6) 2018, hbsagq2 (B)(6); repeat measurement in double determination after centrifugation on (B)(6) 2018: (B)(6). The initial results were tested using lot 85260fn00 (manufacturer report number 3008344661-2019-00008). The confirmatory test for all 3 samples was repeated using another reagent lot (87248fn00) (manufacturer report number 3008344661-2019-00008); (B)(6) results, after sample dilution 1:500, were generated. For each patient; no (B)(6)-specific antibodies were detectable. Hbeag was (B)(6). Each patient had (B)(6) clinical results. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of population field data, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect hbsag qualitative assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that the assay (list number 02g22) read patient results consistently therefore determined the reagent is performing acceptably. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative ii assay, list number 02g22, was identified.